Event description:
Customer reported receiving erratic readings on their freestyle lite blood glucose meter while using freestyle lite test strips. Customer reported receiving readings of 375 mg/dl, 100 mg/dl and 195 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. The initial report inadvertently omitted the date the product was returned along with the investigation results. The related sections have been updated to reflect the correction and additional information. Should have read: the reported meter and test strips were returned and investigated. The complaint is not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reported readings were found in the meter's memory.